Event description:
It was reported that approximately 24 months post-implant of a bifurcated device, a suprarenal aortic extension and a limb extension, the patient presented emergently with the aortic aneurysm rupturing. An emergent angiogram revealed the aortic neck between and above the renal arteries had expanded out. The aneurysm sac was stable, with the implanted devices in place. It was indicated that the celiac artery was filling the aneurysm. The physician performed a snorkel procedure and additionally implanted a nitinol covered stent, placed from the bifurcated device up to the celiac artery. The procedure was concluded with success and the patient was reported to be doing fine. Additional information: the patient had been lost to follow up since 2012. Patient is on dialysis.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and a still image were provided and reviewed by an internal clinical representative with the following impression: product use might have been incongruent with the IFU due to an inability to tolerate contrasted surveillance due to: chronic renal insufficiency, bilateral renal artery stenosis, left kidney atrophy, and diabetes. Non-contrast surveillance, and the limited ability to detect endoleaks, might have contributed to the event. The unrecognized stent migration at 18 months post index might have contributed to the development of a new juxtarenal aneurysm, endoleak type ia, and the eventual rupture. Given the longevity of the device, aortic remodeling and/or disease progression might have contributed to the event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause has been determined to be due to patient condition and/or anatomy.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.